Event description:
It was reported by service report that the head end wheel was coming off due to a missing lock nut and the fowler gas cylinder was leaking. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Wheel assembly.